Event description:
It was reported that during an esophagectomy procedure, when the surgeon checked the staple line after firing the device, he couldn't find staples in the "b" shape. Unk how case was completed. There were no adverse consequences to the pt. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.